Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B) (4) no anomalies were found however, the visual inspection revealed that the helix was distorted/bent and the proximal conductor was also distorted, there was also blood noted in the helix mechanism.

Event description:
It was reported at implant attempt, there was positioning difficulty due to 'difficult' patient anatomy. The lead tip was damaged, kinked, and the lead was not implanted. No patient complications have been reported as a result of this event.